Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was between 200 mg/dl and 300 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a plunger, but there was greater than normal resistance. Customer was advised their reservoir/infusion set connection may be severed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.